Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 44 mg/dl. Customer declined to troubleshoot and once again check their blood glucose levels. Customer advised they wanted to go eat and disconnected the call.